Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with endologix devices. Reportedly, it was observed on an unknown date, that the patient has a disconnection between bifurcated and the suprarenal aortic extension, and the aneurysm has grown to 85mm. The physician plans to treat the patient with a non-endologix stent. The patient is doing well.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3a endoleak with complete component separation. Additionally, the clinical evaluation was not able to confirm aneurysm growth. The clinical assessment was based on no medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; angulation of the aorta.